Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The qc results at the time of the event were within the specified limits.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ft4 iii assay result for one patient sample from the cobas e 801 module. The initial result was 7.77 ng/dl and the repeat result was 1.39 ng/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 331807. The expiration date was requested but was not provided. The field service representative decontaminated the procell syringe and no further issues occurred.